Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the stem being loose and the patient dislocating; the surgeon revised to a longer stem.